Manufacturer narrative:
Insulin pump passed the displacement test but prime/fill anomaly during the basic occlusion test and rewind anomaly due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to loose drive support disk. No failed battery test alert noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error alarm in which they had to take battery out to clear. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.